Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿concern related to the safety mechanism. There is no distinct clicking sound or clear way to visualize once the safety is locked into place. We experimented with this and found that fractions of a millimeter of needle tip can be left out easily without notice. Without an audible cue or being able to clearly visualize the needle in the safety, a proceduralist may need to treat this as an open sharp or (gently) jostle the safety stop to ensure it cannot be retracted toward the base. Taking extra steps for safety is in the best interest of every proceduralist, but we are concerned adding steps to ensure safety for things of this nature may create an increase in opportunity for needle stick incidents.¿ a specific number of affected devices or patients was not provided by the complainant.